Manufacturer narrative:
(B)(4). Additional information: the analysis found that two ecr60d cartridge reload were returned. Cartridge (a) was received partially fired 2/3 and with cartridge deck damaged where firing stops. Cartridge (b) was received partially fired 1/2 and with cartridge deck damaged where firing stops. The damage to the cartridge is consistent with the device being clamped over a hard object and fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional testing could be performed due to the condition of the reloads. It should be noted that, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed after the first firing with gold reload. Changed another reload but still had the same issue. Changed the third reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.